Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was found that the left ventricular (lv) lead failed to capture. An x-ray examination confirmed that the lv lead had dislodged. During the lead repositioning procedure, it was discovered that the guidewire failed to advance in the chronic lv lead. The chronic lv lead was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to advance guidewire. A complete lead was returned in one piece. The reported event of failure to advance guidewire was confirmed. Visual examination found the inner coil at the distal tip was clogged with blood/body fluids. The guidewire insertion test was unable to perform due to the inner coil clogged with blood/body fluids. The cause of the reported event of failure to advance guidewire was isolated to the inner coil clogged with blood/body fluids. The reported event of failure to capture was not confirmed. Visual examination, electrical testing of the lead was normal with no anomalies found. The lead was measured to be within specification.